Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl. Reportedly, customer had shut down pump the day prior and had not powered pump back on as they were unclear on how to do so. Customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support educated customer on restarting pump and customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.